Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: aneurysm enlargement, endoprosthesis: migration. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent an endovascular repair for aortic arch aneurysm and was implanted with a conformable gore® tag® thoracic endoprosthesis. Pre-implant bypass of the right common carotid artery (rcca) - left common carotid artery (lcca) - left subclavian artery (lsa) was performed and the endoprosthesis was implanted with intentional coverage of the lcca and lsa. Additionally, the origin of the lsa was embolized with a vascular plug. The patient tolerated the procedure without issue. The patient was reported to participate in yearly follow-up computed tomography (CT). On an unknown date in (B)(6), estimated to be on or about (B)(6) 2018, follow-up CT confirmed a decrease in the diameter of the patient's aneurysm to approximately 50 mm. On an unknown date, estimated to be on or about (B)(6) 2018 follow-up CT determined enlargement of the aneurysm and a lack proximal wall apposition of the device at the inner curve (bird beak) of the aorta, and distal migration (distance unknown) of the endoprosthesis. On (B)(6) 2019, the patient underwent reintervention and a gore® tag® conformable thoracic stent graft with active control system was implanted just below the origin of the brachiocephalic artery to regain coverage of the area of migration, and mitigate aneurysm enlargement. Touch-up ballooning was performed and angiography showed no endoleak; however it showed that the endoprosthesis had moved distally approximately 2mm during ballooning. The procedure was concluded and the patient tolerated the procedure with good results.

Manufacturer narrative:
E2: additional/corrected information.